Event description:
Consumer complaint of high blood results. Expected fasting blood glucose result is 130 mg/dl. Ran a back to back blood test performed while fasting ((B)(6) 2015; 9:00am) with results of 282 mg/dl and 317 mg/dl. Verified storage of test strips is within specification and they are kept in the bedroom. Recall fasting test result from meter memory: (B)(6) 2015; 6:54pm - 385 mg/dl, (B)(6) 2015; 2:21pm - 376 mg/dl, (B)(6) 2015; 12:16pm - 317 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction noted in the complaint: user had inaccurate reference. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (01/03/2015).